Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The issue was due to the clogged nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during preparation for use, an air/water supply failure occurred. Water did not come out of the evis lucera gastrointestinal videoscope. The scope was being used with the evis lucera elite video system center. Scheduled cases were completed using a different scope. No patient harm reported. There was no problem with the appearance of the product, and the problem was not solved even if the button was replaced. The scope was reprocessed use a non-olympus machine. During the evaluation of the device, it was noted the nozzle was clogged with foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the nozzle was clogged with foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign material in the nozzle may have originated from a silicone-based material such as a tube or packing, but it was not possible to determine the specific root cause of the foreign material and how it got clogged at this time. Olympus will continue to monitor field performance for this device.